Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged and broken inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter and the star section; the dilator was observed in good conditions. A device history record was performed for the finished device batch number 60000393, and no internal actions were identified. The resistance issue reported was confirmed, the hemostatic valve separation could be related to customer report. The potential cause of the separation condition of the hemostatic valve and stress marks of the dilator could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was dislodged and broken inside of hub component. During the procedure, the sheath would not advance through the sheath while being prepped. The sheath was replaced and the procedure continued. No patient consequences were reported.